Event description:
It was reported that during a coronary stenting treatment procedure, placement issues and stent damage occurred. The target lesion was located in the diagonal branch. The physician placed an unspecified sized promus element stent in the diagonal branch in such a way that it was overlapping a side branch off of the diagonal. After the stent was positioned it was noted that the blood flow in the side branch had slowed. The physician then rewired the side branch with an unspecified guide wire and then attempted to pass an unspecified balloon catheter through the struts of the stent, but was unable to advance past the proximal edge of the stent and the stent was damaged. The physician believes that the guide wire was positioned under the proximal struts of the stent rather than going through them. The procedure was completed with the guide wire rewired through the stent and deployment of another promus element stent overlapping the damaged proximal end of the first stent. The flow through the side branch returned. No further complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed.(B)(4).